Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during drain 3 of 4 on the home choice (hc). The home patient (hp) recycled the power cleared and the technical service representative (tsr) explained the alarms. The hc was at press go to start and the hp would discard the supplies and finish with manuals. The hp would drain first as ultrafiltration (uf) equaled -1773ml. The hp would call the registered nurse (rn) regarding the air detect alarm and being connected. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because it was reported that patient disconnected self from apd set during therapy, line disconnection (without proper emergency disconnect procedure) during therapy is a known cause of se 2240. Per baxter labeling, users are instructed to use proper procedures when disconnecting from the set. The assignable cause is use error-patient disconnected from set.